Event description:
Info received that the head section would not go up or down. No injury reported.

Manufacturer narrative:
Technician swapped out the bed at facility. Ran the bed for 3 days, tested bed motion and percussion mod. No problems found with bed returning to service.